Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increased impedance on the right ventricular (rv) lead. At that time, the sensing for r waves decreased. The sensitivity was reprogrammed but did not help. During the last clinic check, the nurse noted there was undersensing of r waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.